Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak and battery failed to charge. No harm was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.